Event description:
It was reported that the patient underwent a surgical procedure to treat sui & pop and mesh was implanted into the patient. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-03530. The same patient is represented in each medwatch.

Manufacturer narrative:
It has been reported that following insertion the patient experienced numbness in her legs, urinary incontinence, and pain during intercourse and urinary retention. (B)(4).

Event description:
Details: it has been reported that following insertion the patient experienced numbness in her legs, urinary incontinence, and pain during intercourse and urinary retention.

Manufacturer narrative:
It was reported that the patient underwent a gynecological surgical procedure and a mesh was implanted concurrently with laparoscopic-assisted vaginal hysterectomy, bilateral salpingo-oophorectomy, posterior colporrhaphy, cystoscopy and perineorrhaphy.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat pelvic organ prolapse (cystocele, rectocele) and stress urinary incontinence on (B)(6) 2009. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.